Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 4.0.2. Operating system: bp2a.250605.031.a3.s901usqsagze3. Hardware: sm-s901u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia during the third week in may (date not specified). The patient's blood glucose levels reached 500 mg/dl while wearing the pod for an unknown amount of time. The patient observed the pod leaking. Symptoms reported include high blood sugar and a red raised bump at the infusion site (arm). The patient was diagnosed with hyperglycemia. The patient received insulin and was prescribed a glucose meter to confirm sensor accuracy, and was discharged the same day (date not specified).